Event description:
It was reported that the patient went to emergency room (ER) due to hyperglycemia caused by the infusion set kinked cannula event (B)(6) 2026.patient stayed in emergency room for 4 or 5 hours. The insertion site was abdomen. The infusion set was in use for four hours. The patient replaced the infusion set and resumed insulin deliveries successfully.